Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the ra lead was surgically abandoned. It was reported that the patient was in complete heart block with a minimal underlying rhythm. No damage to the lead was identified under fluoroscopy. No additional adverse patient effects were reported.